Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding an alarm during fill 1 of 4 on the homechoice (hc).the home patient (hp) stated they disconnected/reconnected the heater bag. The hp also stated when they disconnected the bag solution came out of it. The hp stated when they reconnected the heater bag and started the fill, no solution would come out of the patient line. The hp asked if they should start over with new supplies at that point. The technical service representative (tsr) explained it was not recommended to disconnect and reconnect bags while the home patient (hp) was disconnected. The tsr recommended the hp contact baxter at the time of the alarm and baxter would assist with troubleshooting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.